Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user changed their infusion set (convatec cd 23") in the morning and experienced burning/pain on the first insertion. After breakfast and a meal announcement, the user's blood glucose (bg) rose to 400 mg/dl, peaking at 427 mg/dl. The user re-announced a meal without eating to lower bg, then independently replaced the infusion set, after which bg declined. Upon reaching 180 mg/dl, the user ate ~40 g carbs preemptively, causing bg to rise to 231 mg/dl with a steady trend. The agent advised against treating lows before the first alert, recommended following the "15 g carbs / wait 15 minutes" rule to avoid overtreatment, and cautioned against announcing meals without eating, as it disrupts the ilet pump algorithm. The user was instructed to monitor bg closely and let the algorithm address highs rather than using false meal announcements. The patient was not out of bg range for 90+ minutes. There were no symptoms reported during the event, and no medical intervention required at the time of call.